Event description:
A rental pump was returned to baxter for preventive maintenance. Information was not provided regarding whether or not a problem occurred during a patient infusion. It is unknown if there were any reports of injury or medical intervention. During service, a broken door was found. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a broken door was confirmed. The door assembly was replaced. The device is a baxter owned rental pump and will not be returned to the customer. Review of the complaint history reveals that similar reports have been received for this product for the report issue. This issue is currently being investigated.